Event description:
The technician alleged that the nurse call was not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the power control board assembly to resolve the issue.